Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for evaluation but has not yet been returned. If the device is received the investigation will be performed and a supplemental report will be submitted. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during retraction of the coil into the catheter, "it came apart inside the catheter". The coil would not detach. Additional information was provided stated that the physician "didn't like how the coil was taking shape in the varix so they started to pull coil back out of the patient and it came apart within the catheter." The case was completed as usual. Another azur coil was used to continue the case. The 035 catheter was used for additional coiling." There was no patient injury. There was no intervention required.

Manufacturer narrative:
Correction: h.6: investigation findings: deleted 3221 and added 3252 and 3211; type of investigation: added 10 and 4116. The investigation of the returned coil system found that the implant completely stretched and separated from the pusher. Due to the physical condition of the returned implant, the monofilament could not be investigated to determine the mode of separation (i.e. Unintentional vs. Normal detachment using a detachment controller). Furthermore, the pusher was not returned for evaluation. Since the pusher was not returned for evaluation, this investigation could not test for or assess the initial instance of non-detachment observed during the procedure and therefore, this complaint is considered non-verifiable. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.